Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. Date of event: unknown/not provided. Serial #: unknown/not provided. Catalog #: only a partial catalog number is known as the serial number was not provided. Expiration date is unknown since device ID number was not provided. UDI is unknown since device serial number was not provided. If implanted, give date: unknown/ not provided . If explanted, give date: an explant was scheduled for (B)(6) 2017 however, not yet confirmed. Manufacturing date: unknown since device serial number is was not provided (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) is planned to be explanted as the patient experienced a myopic surprise post implant. Reportedly, the lens will be replaced with another zxr 20.0 diopter iol.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Failure not confirmed. Manufacturing records were could not be reviewed as the serial number of the device was not provided. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.